Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w: 2.8 c. Pump passed displacement test. Unit was received with missing battery cap contact, cracked select button keypad overlay and cracked reservoir tube retainer. The p-cap locks properly into place.